Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system received a battery service error message during the case. This occurred after about two hours into the case. Troubleshooting included after the case, the manufacturer representative (rep) launched the self-test and it stated connection lost with the uninterruptible power supply (ups). The system was powered down, disconnected from the wall outlet, plugged back in and then powered back on. After doing this, the self-test showed the battery as charging and connection with the ups was re-established. The system was unplugged from the wall and did not power down. System hardware functioning as designed. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the behavior described was the intended behavior of the software. The software was functioning as designed. It was noted that the issue was related to hardware. If information is provided in the future, a supplemental report will be issued.